Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered approximately 8 units for a meal, with contributing factors including user-driven pump interactions such as selective meal announcements and pausing the pump, and the user requested assessment for potential algorithm maladaptation. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the event was attributed to unclear cause given user-initiated dosing and pump pausing that could have influenced automated insulin delivery. No clinical symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral glucose without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.